Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2011 the pt experienced a sudden popping sensation found by pain at the location of the implanted neurostimulator. The pt stated he had never received therapeutic effects and wanted his device explanted. It was also noted that the pt was unable to adjust stimulation. The pt had not replaced the batteries in the pt programmer since receiving the implant, and was going to attempt replacing the batteries.